Event description:
It was reported that an unspecified malfunction alarm occurred. Subsequently, the customer went to the emergency room and was hospitalized in the intensive care unit with a blood glucose (bg) level displayed as ¿high¿; however, a specific value was not provided. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later on (B)(6) 2026 with the issue resolved and no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy.